Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that prior to the start of a knee replacement surgical procedure, while using (2x) robotic assisted saw interface (sasi), (1x) robotic assisted saw handpiece device and (1x) robotic-assisted solution satellite station, there was a toggle (loose) between the holding arm, sasi clamp & saw interfaces and an error message was displayed. The procedure was completed successfully, with good outcome for the patient, with a 10 minute delay. There were no patient consequences. This is report 2 of 3 of (B)(4).